Event description:
Provider spoke with holly j in customer service ext 7933 to advise that the user has heavy leg tone and broke their footrest. Provider hung up before any additional information could be obtained.